Manufacturer narrative:
Additional information: h3-device evaluation: lens returned in a microcentrifuge vial; dry with residue on lens. Visual inspection found haptic torn and residue on lens. H6 type of investigation- analysis of production records 3331: device history record (DHR) review: based on the results of the investigation, all released devices from the associated work orders(s), including the suspected device, have been manufactured within established parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim# (B)(4).

Manufacturer narrative:
Age/date of birth,weight, ethnicity, race -unknown. Date rec¿d by MFR -PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Investigation type 4110: lens work order search-no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that, after removing from the vial, before loading a 12.6mm vticm5_12.6 implantable collamer lens, -13.5/+2.0/093 (sphere/cylinder/axis) into the injector, it was torn. This occurred on (B)(6) 2021. There was no patient contact with the lens. The cause of the event is reported as device: "the lens was damaged since I first saw it." An alternate lens was successfully implanted at a later date and the problem is resolved.